Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a male patient (age unknown), the device displayed a "pace defib device failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device is returned to zoll medical corporation for evaluation. Device logs were reviewed and identified a single pd reset with an associated defib/pacer failure on 03 dec 2025, with no additional occurrences. A pd reset occurs when communitcation was restored after a power cycle and the condition did not recur. The device successfully completed defibrillation testing, delivering 40 shocks at varying impedance levels to verify discharge at maximum voltage and current, with no anomalies observed. Rf interfernce testing using radios operating between 1-2.5 watts at distances of 1-12 inches (closer than the recommended separation distance) resulted in minor display distortion with select sources but no functional interference. Esd monitoring per test plan 1127-000000-hqtp demonstrated expected and acceptable interference levels. Due to the strenuous nature of testing, the device was replaced by zoll. Analysis of reports of this type has not identified an increase in trend.